Event description:
The customer's father stated that he was going to take the customer to the hospital to be treated for high blood glucose. The reported blood glucose reading was 550 mg/dl. The customer's father stated that the insulin pump has been persistently alarming no delivery ever since the customer was involved in a car accident in the beginning of the year. Troubleshooting was performed. The insulin pump alarmed no delivery during the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.